Manufacturer narrative:
Evaluation summary: the product was returned. A small drop of solution was observed on the lens. The optic has a small scrape mark on the anterior side of the lens. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in (a) and (b) cartridges. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, a "scratch mark" was found. The lens was exchanged during the same procedure with no harm to the patient. Additional information has been requested.